Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump passed self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had occasionally it gives a hard time to load and it did weird things hearing unusual noises different from normal noise also had unexplained and random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.